Event description:
It was reported that the device was oversensing noise while in the box before an implant procedure. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed to occur after a capacitor maintenance charge. The cause of noise was current leakage through the hv output switches.